Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2wd3f, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They called back because the patient's ins was not working at all. The patient rep said they were getting 'data lost. Please contact clinician error message.' The patient rep said the patient met their hcp and the hcp adjusted the patient's therapy, and after that, the issue started with the data lost. The patient rep was informed that the manufacturer would not be able to restore the data remotely, and the patient rep was redirected to the patient's hcp. Additional information was received from the patient representative regarding the previously reported issue. The patient rep stated the patient had an appointment on (B)(6) 2025 and they had complained to the hcp about a burning [sensation], and during that time the hcp repositioned the leads. The patient rep stated since that appointment the device hadn't worked. The patient rep stated the patient went into the hcp's office yesterday and the hcp told them the implant was turned off. The patient rep stated the hcp started making adjustments and they thought it was working. The patient rep stated the patient stopped feeling like it was working when they left the office. The patient rep stated they tried to connect to the implant again today and they were seeing the same message of "data lost please contact your physician." The patient rep was advised that [the manufacturer] could not reprogram devices remotely. The patient rep was redirected to the patient's hcp again and the field was notified of the ongoing issue. The patient rep called back shortly thereafter and repeated the same therapy issues and message received. When asked, the patient rep said the patient had an appointment yesterday and their hcp connected and [during] the appointment the patient felt tapping but by the time they arrived home they didn't feel the tapping so the patient rep attempted to increase and that was when they noticed they were still getting the same message. The patient rep then said that about two weeks before (B)(6) 2025, the patient started noticing a burning sensation and the therapy wasn't helping their bladder issues anymore. The patient rep said the patient had a revision on (B)(6) 2025 and the hcp repositioned the lead. The patient rep stated they were still getting the "data lost" screen, however, after they finished the last conversation they noticed the time wasn't up to date and they would like that adjusted to see if that might make a difference. The patient rep was advised how to adjust the date and time, however, that wasn't successful and an attempt was made to conference on health care it (hcit), however phone issues were experienced and the call was disconnected. Three attempts were made to contact the patient rep but there was no response. Additional information was received from the manufacturer representative (rep). The rep reported the patient rep indicated that without being prompted by anything in particular, the patient started seeing 'data lost - data has been lost. Please contact your clinician' on their handset two weeks ago and it was 'not working.' The rep noted they were with the patient today and they were able to connect to the patient's ins without incident via the clinician app with two handsets/two communicators and the rep checked impedances which were all good; the rep allowed visibility to all seven programs and confirmed all the potential places for patient information were filled with info. Regardless of what the rep appeared to do in the clinician app, the patient was not able to see anything besides the 'data lost' screen when trying to connect to their ins via the interstim x my therapy app. The patient was set on program 5 at 2.3ma by the rep before closing the last clinician session. The rep did not add any custom programs, only 1-7 programs. The rep was redirected to hcit to pull any logs/files for analysis. The rep stated the cause was known. The patient was not getting stimulation from their implant. There were [no] impedances and the battery life was still healthy. The patient was experiencing a return of symptoms, including urinary incontinence, urinary frequency, and urinary urgency. The issue was ongoing.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient just had an appointment with their urologist and they did adjustments but now the thing wouldn't turn on. The patient rep mentioned that when the patient was seen at the healthcare provider's (hcp) office, the hcp may have moved something internally. The patient rep stated it found the device but it said it was off. The patient rep was guided through restarting the handset and accessing the interstim x mytherapy application. The patient rep was able to connect to the implant but then got 'repositioned the communicator' and got 'data lost message and data has been lost contact your clinician.' The patient ended the session and tried again and got the same message. The issue was not resolved through troubleshooting. The patient rep was redirected to the patient's hcp to further address the issue. 2025-jun-20 (B)(4): additional information was received from the patient rep. They called back because the patient's ins was not working at all. The patient rep said they were getting 'data lost. Please contact clinician error message.' The patient rep said the patient met their hcp and the hcp adjusted the patient's therapy, and after that, the issue started with the data lost. The patient rep was informed that the manufacturer would not be able to restore the data remotely, and the patient rep was redirected to the patient's hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) . They said that the hcp was upset when the caller questioned whether or not the issue could be stemming from the implant. The cause of the internal data lost message was not determined. There was no fall or trauma. The cause of not being able to turn it on and the therapy being off was also not determined. The cause of the patient not getting stimulation and the device not working was also not determined. The physician and the rep met with the patient to interrogate the device (including impedance check, battery check, and reprogramming attempt) and try to troubleshoot but the issue was not resolved. No further action will be taken.

Manufacturer narrative:
H6: updated code missing from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: initial information was missed from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). On 2025-jul-15, information was received from an engineer that indicated that the corruption keeps happening/data lost message, and it is likely the data was corrupted in the ins.

Event description:
Additional information was received from the patient representative (pt rep) and the manufacturer representative (rep). Agent received call from patient rep in regard to the same issue previously reported. Caller stated that they were still seeing the data lost message on the screen. Caller stated that they met with a manufacturer representative (rep) on july 1st and they attempted to resolve the issue but it was still persistent. Caller stated that the rep used two separate handsets but they were still not able to connect. Caller stated that they were supposed to hear from the rep or healthcare provider (hcp) but they haven't and were unsure what to do at this point. Caller stated that the hcp was upset when they quested whether or not the issue could agent offered to check the app version to ensure they were up to date and offered to replace the handset to which the caller declined. Agent sent message to the field asking them to follow up with caller. The rep reported that devices logs were gathered and they were waiting to hear back. Agent caller patient rep back to provide an update on the situation. Agent reviewed rep would reach out to them further when more information is able to be provided. On 2025-jul-15 it was reported that an update was provided to reps in regard to the patient data logs. Reps stated that they would be in contact with the hcp to further discuss issue and next steps for the patient. If patient rep calls back please reach out to field staff to review next steps of transfer to technical services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had their replacement done on (B)(6) 2025. Ins and lead will be sent back.